Event description:
It was reported that during the implant procedure that was not possible to retract the helix during implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. The full lead was returned. A cut was evident through the outer insulation material distally.